Event description:
Boston scientific received information from the patient that during the implant of this left ventricular (lv) lead, the patient experienced a pneumothorax. The lead was able to be successfully implanted. The patient remained in the hospital and several chest x-rays were taken to monitor the injured lung. No other intervention was taken and the patient was released. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.